Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) level of 246 mg/dl at the highest. Reportedly, the customer was confident that the insulin quality was compromised due to warm temperatures. The customer stated that the cartridges were exposed to excessive sunlight. The bg level was addressed with a bolus via the pump. The customer changed the cartridge with new insulin and reportedly the issue was resolved.